Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-00090. This report is being submitted as additional information. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 1 year and 5 months. Manufacturer's investigation conclusion: a specific cause for the patient's infection could not conclusively be determined through this evaluation. The hm3 lvas IFU lists infection as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. This IFU, as well as the hm3 lvas patient handbook, also provide information regarding how to prevent infection. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a positive culture for pseudomonas aeruginosa due to an ongoing driveline infection with an approximate date of onset of (B)(6) 2017. The patient was started on ciprofloxacin. On (B)(6) 2017, a repeat culture showed a new resistance to ciprofloxacin; therefore the patient¿s antibiotic was changed. The patient was afebrile. A peripherally inserted central catheter (PICC) line was placed for intravenous antibiotic infusion, and the patient was discharged to a skilled nursing facility. Additional information was reported that the patient was admitted to the hospital on 05jan2018 due to worsening driveline infection and nausea. Per the patient¿s spouse, the driveline drainage had cleared while on antibiotics infusion; however returned after transitioning back to ciprofloxacin. The patient presented with intermittent nausea, vomiting and poor appetite. The patient was discharged on (B)(6) 2018 to a skilled nursing facility on ciprofloxacin for long term antibiotic use.